Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - based on the historical follow-up data was provided, the expected overall longevity is estimated at ¿ 75 months (6 years and 3 months). The implantation duration was 69 months, which is higher than 75% of the estimated overall longevity (75% of 75 months = 57 months). Based on hrs guidelines, no premature battery depletion occurred. - the returned device showed normal operation. - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the device was found in end of life.